Manufacturer narrative:
Concomitant medical devices: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving medication via an implantable pump. On (B)(6) 2105, it was reported that a patient had a pump removed. The reporter did not know the phone number or when the pump was removed from the patient. She thought it was a couple of months ago. She thought the pump was delivering dilaudid, but didn't know the dose or concentration. The issue started immediately after implant and it was removed soon. Per the reporter, the problem wasn't the pump it was the physician. Further follow-up not possible due to lack of contact information known by the reporter.